Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the hcp tried to place the catheter and decided to change the needle angle so they removed the catheter and when they repositioned and asked for the catheter, it appeared that the stylet came through the catheter. There were no known environmental/external/patient factors that may have caused or contributed to the issue. Another catheter was opened and used. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 110 pounds and their medical history was asked and would not be made available. Additional information received from the company representative and confirmed with the physician reported that the cause of the stylet coming through the catheter was not determined.

Manufacturer narrative:
H3. Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.